Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the returned heartmate 3 left ventricular assist system (lvas), serial number (B)(6), did not reveal any device-related issues. However, review of the submitted image confirmed a developed inflow cannula deposition that could have caused the low flow alarms confirmed through the log files. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. (B)(6) was returned disassembled with the pump cover disconnected. The pump cable was severed approximately 8.5¿ from the pump header, and the distal portion of the pump cable and modular cable were not returned. The sealed outflow graft and the apical cuff were not returned. Upon disassembly of the returned pump, examination of the blood-contacting surfaces revealed no depositions or thrombus formations that would have contributed to a flow or functional issue. Visual inspection of the pump rotor and rotor well did not reveal any obvious surface scratches or defects. The available log files were reviewed, which confirmed the reported low flow alarms. The system otherwise appeared to be operating as intended, and there were no other notable alarms active in the log file. Review of the submitted image showed a thin, red lining in the inflow cannula with a pink/red deposition in the distal end of the inflow cannula. The distal deposition was partially occluding the lumen, which could have reduced flow through the pump to cause the low flow alarms. A specific cause for the development of the deposition could not be conclusively determined through this evaluation. (B)(6) was cleaned, rebuilt, and functionally tested on a mock circulatory loop. The device operated as intended and in accordance with manufacturing specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. B and the heartmate 3 patient handbook, rev. B are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient was admitted in the hospital due to low flow alarms and low pulsatility index (pi). They were not feeling well, then received inotropes. No outflow graft obstruction was seen in the computed tomography (CT) angiogram. Possible inflow obstruction was noted. The patient was scheduled for operating room on (B)(6) 2025, and the pump exchange was performed. A layer or membrane was found at the top of the inflow canula and in the inflow canula. The hospital itself opened the pump and the rotor was clean. The membrane was sent for investigation internally. It was being investigated if the patient was suffering from heparine induced thrombocytopenia, which could have contributed to the inflow obstruction. The patient was doing well and recovering post pump exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: thrombus was confirmed through the submitted image of heartmate 3 left ventricular assist system (lvas), serial number (B)(6). Although a specific cause for the observed thrombus formation could not be conclusively determined, the deposition could have contributed to the reported low flow alarms that were confirmed through the evaluation of the submitted log files. The account submitted an image for evaluation, which showed the explanted pump while the patient was still in the operating room. A pink/red, tissue-like deposition was observed partially occluding the distal portion of the inflow cannula lumen. The controller event log file contained events from (B)(6) 2025 through (B)(6) 2025. A decrease in estimated flow was observed beginning on (B)(6) 2025, resulting in several transient low flow alarms. No other notable events or alarms were observed. The pump appeared to function as intended at the set speed. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including pump thrombosis, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 also addresses pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms, and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 6 of the IFU, ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values, and the suggested anticoagulation modifications. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.